Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced a loss of therapy due to their drg leads being fractured. The fractured leads resulted in high impedances. As a result, surgical intervention took place on (B)(6) 2024 , wherein both the fractured leads were explanted and replaced to address the issue.